Manufacturer narrative:
Received 1rk 455071p/b230833a for evaluation. Received customer pictures. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The tube in the customer submitted picture displays proper gel movement and barrier formation, good separation is observed. The alleged malfunction is not duplicated.

Manufacturer narrative:
Complaint (B)(4): a date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states red cells are coming through the gel. Customer states tube was fine when it was first centrifuged and then as soon as it got tipped during manifesting, the serum turned slightly reddish.